Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Testing indicates that the tip will fail under approximately 150 ± 9 in-lbs. Since the torque wrench is rated for 98 ± 8 in-lbs, the tip likely sheared off due to over-torqueing the set screw, which is consistent with misuse of the instrument. The torque wrench was functionally tested and determined to be within calibration.

Event description:
It was reported to k2m, inc on 05/18/2016 a torque wrench tip sheared off intra-op and was left in the patient.